Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was being repositioning due to undersensing and high threshold measurements. It was noted the cause of the clinical observations was suboptimal positioning of the ra lead. During the revision procedure, the helix was unable to be retracted. It was noted the terminal end was kinked and buckled. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed the insulation was twisted, but there were no tears. The lead was confirmed to be electrically continuous. X-ray was performed and no anomalies were noted. As a result, the lead damage was confirmed.